Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock due to oversensing noise, the device was programmed to the alternate vector. Additionally, the patient was admitted into the hospital after post-shock. Request for data analysis to be performed however, no data is available as the patient has yet to perform a patient initiated interrogations (pii). Additionally, data was provided, and boston scientific technical services indicated that the cause appears to be sense b node issue and provided troubleshooting guidance and recommended to perform x-ray imaging. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock due to oversensing noise, the device was programmed to the alternate vector. Additionally, the patient was admitted into the hospital after post-shock. Request for data analysis to be performed however, no data is available as the patient has yet to perform a patient initiated interrogations (pii). Additionally, data was provided, and boston scientific technical services indicated that the cause appears to be sense b node issue and provided troubleshooting guidance and recommended to perform x-ray imaging. No additional adverse patient effects were reported. This device and electrode remain in-service.